Event description:
Patient revision of inlay and pinnacle cup because of disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices and finds wear patterns on the femoral head suggesting the liner disassociated and contacted the acetabular cup. Matching wear is found on the acetabular cup. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Wear patterns on the returned liner indicate the neck of the stem may have been impinging the liner. It is further hypothesized that because, the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. However, the stem was not returned for examination and the neck impingement cannot be confirmed. It was found that no line from locking on the taper is seen, indicating the liner may not have been fully seated. Previous review of provided patient post-primary, pre-revision, and post-revision x-rays by a depuy principle engineer found eccentric loading is confirmed in the pre-revision posterior and lateral x-rays views. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.